Event description:
It was reported that the patient was transported by the paramedics to the hospital with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 42 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dizziness and loss of consciousness. The patient was treated with two tubes of liquid glucose. The patient was discharged the same day. The doctor removed and threw away the pod at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.